Manufacturer narrative:
Zimvie received one (1) tsx54b10, (tsx¿ implant, 5.4mmd, 10mml) for evaluation. Visual evaluation of the as returned device identified the implant with signs of use, apparent bone / tissue attached to external threads. Functional test with an in-house driver verified the implant engages, retains and disengages as intended. No malfunction identified. This complaint refers to the specific device being investigated for this complaint record. DHR review was completed for the subject lot number 1277554. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1277554 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿does not assemble¿ the customer did not submit images for the reported event. Based on the investigation and risk management file review as per rmf rm-00053-haz rev.12, the most likely root cause determined from the investigation is incorrect techniques used - customer error. Therefore, based on the available information, and functional testing the implant malfunction did not occur. The reported event was non-verifiable with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided.

Event description:
It was reported that dr. Tried to place the implant on the driver to place it patient's mouth and the implant would not engage with the driver. Tooth #19. The procedure was completed with another implant.